Event description:
This is filed to report the clip becoming entraped and having to be deployed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that visualization was difficult due to poor image quality. The clip delivery system (cds) was advanced to the left ventricle (lv) below the leaflets. However, the physician did not like the way the device felt and decided to instantly invert the clip arms and attempt to retract into the left atrium (la) but was unsuccessful. The anterior mitral leaflet (aml) primary chord became caught on the clip arm, and was unable to be freed. Another physician attempted to free the clip by using a second transseptal puncture to insert a catheter. The physician was able to free the clip from the papillary muscle but the clip arm was still caught on the chordae. After multiple unsuccessful attempts, the decision was made to deploy the clip on the chords and aml. The clip remained stable and another xtw clip was implanted to further reduce the mr. The procedure was complete with a final mr grade of 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The cause of the reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances (imaging difficulty) in conjunction with challenging patient anatomy (dilated left ventricle, long anterior leaflet, and short/restricted posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.